Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic whipple procedure, the surgeon was able to press the green button but the stapler was not able to fire and staple line was incomplete. The surgeon fired the reload the second time and the lights on the stapler all looked like it was good to go. When they pushed the blue fire button it made a sound like the knife blade began to advance for a couple millimeters but no staples were put down and then stopped on its own. The status indicator lights went from flashing green after they pushed the green safety button to solid green. Pushed the green safety button again, but that did not correct the problem. They backed the reload off and got a new stapler. The first time this happened they got a new reload and continued without incident. The second time it happened they switched to the robotic stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance received one device without the packaging for evaluation. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 2cm cut line. The reload was loaded into a pmv representative instrument for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. If information is provided in the future, a supplemental report will be issued.